Manufacturer narrative:
This report is submitted on january 24, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 for an unspecified reason and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.